Event description:
It was reported that the locking cap driver tip was broken during tightening of the locking caps. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). The additional evaluation visual inspection revealed that the locking cap driver tip is brokenn off. The manufacturing documents were reviewed and no discrepancies to the specifications were found. No product fault could be detected.